Event description:
Event description guidant received information that this guidewire tip, lot 2091672 reference number 1001782, broke off in the coronary sinus, distal to the lead, during the implantation of a competitive coronary sinus lead.